Event description:
Customer complaint - limited data available customer complained that the device emitted sparks and copper wires were exposed by the remote control.

Event description:
Customer complaint - limited data available. Customer complained of device shot out sparks and the hot side of the cord where it enters the control had split open and the bare copper wires were exposed.